Event description:
Clinical engineering technicians have noticed that the nurse call (rauland responder v) pillow speaker remote tilt release din station jacks have very short internal wiring. This has led to failures because the wires become disengaged from the connector inside of the assembly. The way that the rauland remote tilt release din station part# 350300 is designed allows for the wires to pull off the connector internally with very little movement. We believe that engineering this part with a longer internal cable assembly would reduce the potential of failure, decrease the amount of repairs and provide a safer environment to our patients. FDA safety report ID# (B)(4).